Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of infection, tissue damage and surgical procedure are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed on (B)(6) 2017 using a proglide device after a peripheral endovascular procedure. The patient was readmitted on (B)(6) 2017 due to a groin infection at the access site. A second re-admission was on (B)(6) 2017. The infection caused the skin to be eaten away. The patient had plastic surgery for treatment of the infection; however, the right leg was amputated on (B)(6) 2018. No additional information was released.